Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. (B)(4).

Event description:
A risk manager reported a slight abrasion one week post photo refractive keratectomy (prk). Bandage contact lens was removed one week post operatively. Patient was advised to continue antibiotic and steroid drops. Patient was followed weekly and vision was stable. No change to abrasion was noted. Approximately one month post-operatively patient was started on an antiviral medication for 14 days. Improvement was noted but was not completely healed. !4 days later, lesion was better but still not resolved. Patient was instructed to continue antiviral medication for one month. Patient was seen approximately two months post prk. Lesion was not gone and patient was instructed to start a topical antiviral drop. Patient reported never starting additional antiviral medication. Patient was referred to a corneal specialist for cultures. Patient refused. Approximately three months post-operatively a trace scar was noted inferiorly on the cornea close to the limbus. Patient continues to use topical antiviral drop. Patient is not complaint with follow up appointments and with medications drops.

Manufacturer narrative:
Review of the logfiles for the day of treatment shows no error messages or other abnormalities that could contribute to the reported event. The system passed successfully all initialization steps. The user performed a gas change and skipped the scanner test, performed the needed energy, eyetracker and fluence test without any issue. The reported event could not be identified in the logfile. Logfile review shows that all treatments on that day were finished successfully without any problems. No technical root cause could be identified during logfile review. The system was working with specifications. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of the treatment. No technical root cause was identified as the product was found to be within specifications. The root cause could not be determined conclusively. (B)(4).